Manufacturer narrative:
(B)(4) batch # unk.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.additional information was requested, and the following was received: were there staples missing from the staple line? What was the shape of the staples (b-formation, irregular, unformed)?response: the scrub nurse can¿t provide any more information regarding the shape of the staple, the staple line was incomplete and the surgeon is not responding.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon was using the device for a robotic anterior resection. The anvil attached, they heard the motor, some staples formed, and the knife blade cut. The surgeon uses this device all the time and he noted to the scrub team it didn¿t feel right. He had to finish with a hand sewn anastomosis. No adverse effect to the patient. One donut wasn¿t complete. No further information.

Manufacturer narrative:
(B)(4) date sent: 10/03/2022 d4: batch # 236a65 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.